Event description:
The consumer states that the rollator is coming apart. The plastic on the brakes is starting to split. Consumer given the name of a local dealer where a new rollator can be purchased.